Manufacturer narrative:
E1 address: (B)(6). The device was returned to olympus for evaluation and the customer's allegation of abnormal image was confirmed. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): precautions for disappeared or frozen endoscopic image: important information ¿ please read before use [warning] if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. The cause of the reported issue could not be established. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had an abnormal image. The issue occurred during cleaning and disinfection, and the intended procedure was diagnostic. The camera head was connected to the video system center. There were no reports of patient harm.